Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range (oor) pacing impedance measurement of greater than 2000 ohms which triggered a lead safety switch. High thresholds and oversensed noise were also noted on the rv lead. There was no pacing inhibition and the cause of the oor measurement remains unknown. The lead was reprogrammed and there are future plans for a new system to be implanted. For now, the rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicating that a revision procedure was performed wherein this rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this lead was subsequently explanted due to infection. The lead sustained insulation damage during the removal procedure. No additional adverse patient effects were reported.